Event description:
It was reported, the patient fell a few days after implant and ¿moved the transmitter in her leg and back.¿ it was noted the patient had two leads, one went down her leg and the other went to her back at l5 on the left side. The patient fell ¿hard enough it sent the lead in her back up and the lead in her leg down,¿ but prior to the fall ¿it was perfect.¿ on (B)(6), the patient ¿went in to redo the lead in the leg and it was not positioned so she was having a new system put in her leg and back on (B)(6) 2013.¿ it was also reported, the lead in her back was ¿getting a cross transference.¿ the patient was getting stimulation on ¿both legs, her butt, and on her shins down to her feet but was not getting coverage for her knees.¿ it was also reported ¿another device was going to be put on the inside of her thigh.¿ additional information received reported the leads were pulled down to the appropriate area of coverage. The patient was getting good coverage. It was noted no new equipment was used.

Manufacturer narrative:
Product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger product ID 3708160 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID 3777-75 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
Additional conflicting information was reported. It was stated that the patient had the revision the beginning of (B)(6) 2013 and the physician tried to relocate the lead in her left leg but was unsuccessful. The coverage wasn¿t the same. On (B)(6) 2013, the physician again performed surgery to remove the lead in her leg. A whole new system with 2 leads for the left leg was placed on the upper left thigh to cover the left saphenous nerve. No information was given if this was successful. A past surgery to take out a mass below the tibia tendon (due to an invasive spider but exact cause unknown) was what caused the damage to the saphenous nerve. It was noted that the patient had several prior surgeries on her neck/back and hands and had scar tissue. The patient inquired as to if a stimulator could be used for her hands.